Manufacturer narrative:
The impella device was discarded by the customer and therefore, an evaluation of the device was not possible. Upon investigation closure, a supplemental MDR will be filed.

Event description:
The complainant reported a 63-year-old male patient with caridomyopathy and other systemic comorbidities was implanted with an impella rp device for mechanical circulatory support. During impella support, the pump was explanted however after 9 days with concerns of hemolysis.

Manufacturer narrative:
The investigation for the hemolysis has been completed. Data logs were reviewed which showed pump ran without issue during the case. There were suction alarms triggered during support but resolved. Product was not returned for review. The root cause of hemolysis was unable to be determined as limited clinical details were provided and no product was returned for review.